Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: d4: unique identifier (UDI). H6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions. H10: investigation summary. No samples or photos were received for analysis and investigation; for that reason, the malfunction reported by the customer could not be confirmed. On 10/may/2021, a batch record review was performed for lot 0e02473. Lot 0e02473 was manufactured on 5/24/2020 in the convex one-piece line, with a total of (B)(4) mku. Based on the review carried out, all the applicable procedures were followed, and no issues were found; all the components for assembly were correct per bill of materials (bom), system application product (sap) material 1703634, international commodity code (icc) code 416747 and manufacturing order (B)(4). The process was run according to process instruction pi21-076, documented in the mr21-076. Batch record review carried out supports that no issues related to the problem were identified. In addition, a complaint search for lot 0e02473 and malfunction code ost-pmc01.08 skin barrier starter hole is defective (e.g. Misalignment or off center), leakage may occur (pre-cut only) was carried out and as a result, no additional complaints were found; therefore, no trend for this lot is observed. As per complaint manufacturing investigation procedure it is not required to open a nonconformance report (ncr) for type 2 complaints which were not confirmed (either by photos or samples provided by the customers or results of the batch record review) and no potential trend is identified. Therefore, for all explained above, no additional action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process, as per procedure. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 12 of 18. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that in 60 percent of the wafers, the starter hole was off centered. The end user had used the affected products and there was no harm reported. No photo is available at this time.